Manufacturer narrative:
Investigation: we apologize that no samples were received for evaluation as they were lost in transit. This is an unusual occurrence and we will work hard to prevent this from happening in the future. One photo was provided for evaluation. It shows a needle assembly in its sealed packaging blister. It has a black foreign matter on the packaging blister, therefore failure mode is verified. Based on the photo, root cause could not be determined. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that there was a metal piece in the bd precisionglide¿ needle packaging. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a metal piece in the bd precisionglide¿ needle packaging. There was no report of exposure, injury, or medical intervention.